Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Device investigation could not be conducted as the subject device was not returned. Lot history review could not be conducted as lot information was unavailable. However, all shipped asahi products were inspected in the production process for meeting the product specifications and release criteria, and therefore, there was no indication of product deficiency. Several devices were used during the procedure. Information regarding how each device was used and contributed to the reported event was unavailable; therefore, it was concluded that a possibility could not be ruled out that the subject device might cause or contributed to the reported event. In this procedure, subintimal dissection / re-entry technique was used to cross the lesion. The reported patient adverse event was known as one of inherent risks of intentional vessel damaging associated with the technique. Therefore, it was concluded that this case was not related to the device quality but the operator's technique. Instructions for use states: [warnings] observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or vessel trauma may occur. In addition, ensure that the distal guide wire tip and its location in the vessel are visible during wire manipulations; and, [malfunctions and adverse events] damage to a vessel, including possible vessel perforation, and coronary artery dissection.

Event description:
According to a case report "a presentation of postcardiac injury syndrome after successful chronic total occlusion percutaneous coronary intervention using dissection re-entry techniques" posted on clinical case reports (2017; 5(6): 855-858), a (B)(6)year-old male patient experienced acute pleuropericarditis after a successful pci. First procedure was implemented against a stenosis in the om branch. Two weeks after the procedure, angina was still present with medical treatment. Thus, a second intervention was taken against a calcified lesion in the proximal rca. In the procedure, antegrade approach was first taken but failed. An asahi catheter was advanced retrogradely with an asahi guide wire in an attempt to cross the calcified cto in the rca, advancing from a septal branch through piv/pda. Subintimal dissection / re-entry technique was performed with several knuckled wires, including the subject guide wire. Because of the lesion condition, wire manipulation was difficult. Finally, a non-asahi wire was able to be externalized and three dess were deployed from the ostial to the lesion. No complications such as pericardial effusion during the procedure. Two hours after the procedure, the patient claimed to have chest pain but the vital signs, ECG, and echocardiogram showed no anomaly. It was then diagnosed as pericarditis. Aspirin, colchicine, and clopidogrel were prescribed and the patient was discharged home. Seven days after his discharge, the patient was re-hospitalized for severe pleuritic chest pain and a low-grade fever. Chest x-ray revealed enlarged cardiac silhouette and pleural effusion on the left side. Chest CT scan demonstrated pericardial and bilateral pleural effusions. The pleural effusion was treated with drainage system which drained more than one litter of fluid. Although small pericardial effusion was observed in the posterolateral left ventricle, normal systolic function was observed by echocardiogram. ECG showed no abnormality. Blood tests demonstrated inflammation. The patient was then diagnosed with acute pleuropericarditis. He was treated with hydrocortisone and prednisone and recovered quickly. One month after discharge, the patient became asymptomatic. Chest x-ray shows no recurrent pleural effusion.